Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('disassociation of the proximal tip of the right essure device') in an adult female patient who had essure (batch no. B82478) inserted for female sterilization. The patient's medical history included pain menstrual, dysmenorrhea, dyspareunia, pelvic pain female, abortion, diabetes, ectopic pregnancy, endometriosis, miscarriage, pelvic inflammatory disease, sexually transmitted disease, cervical cancer, menorrhagia, menstrual cramp, abdominal pain lower, nausea, vaginal bleeding, penicillin allergy, hormone therapy, herpes simplex type I, hpv positive oropharyngeal squamous cell carcinoma and fibrocystic breast. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, essure wires removal). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: 2 trailing coils on the right side. 6 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: 1.technically successful hystererosalpingogram 2.no uterine cavity filling defects 3.well positioned essure device bilaterally.there is slight disassociation of the proximal tip of the right essure device. 4.no free intraperitoneal spillage is seen. Ultrasound scan - on (B)(6) 2016: mid fluid in cul de sac. Batch no b82478. Production date : 2013-10-17. Expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('disassociation of the proximal tip of the right essure device') in an adult female patient who had essure (batch no. B82478) inserted for female sterilization. The patient's medical history included pain menstrual, dysmenorrhea, dyspareunia, pelvic pain female, abortion, diabetes, ectopic pregnancy, endometriosis, miscarriage, pelvic inflammatory disease, sexually transmitted disease, cervical cancer, menorrhagia, menstrual cramp, abdominal pain lower, nausea, vaginal bleeding, penicillin allergy, hormone therapy, herpes simplex type I, hpv positive oropharyngeal squamous cell carcinoma and fibrocystic breast. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, essure wires removal). Essure was removed on (B)(6)2016. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: 2 trailing coils on the right side. 6 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: technically successful hystererosalpingogram. No uterine cavity filling defects. Well positioned essure device bilaterally.there is slight disassociation of the proximal tip of the right essure device. 4.no free intraperitoneal spillage is seen. Ultrasound scan - on (B)(6) 2016: mid fluid in cul de sac. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.